Event description:
The valve was implanted on (B)(6), after the pt suffered from sah on (B)(6). On (B)(6), occlusion was confirmed. Therefore, only the valve was replaced with a new spv on (B)(6). This pt shows high csf protein. The dr would like to know exactly where the valve is occluded. Please investigate.